Event description:
Correction to b5 for information inadvertently left out of previous report: it was reported that the subject device had beak chipped under normal use.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and device evaluation. Updated fields: d8, d9, h2, h3, h4, h6 and h11. Corrected fields: b5. The device was returned to olympus for inspection and the reported failure was confirmed. During evaluation found ceramic insulation was missing. Based on the results of the investigation, it is assumed that the damage of the insulation material of the sheath was caused by thermal mechanical overload, wear and tear, improper handling, mechanical impact like fall, shock or similar stress. However, the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a broken distal tip. The event occurred during a therapeutic transurethral resection of the prostate (turp) procedure. The procedure was completed with an olympus back-up device. There were no reports of patient harm.